Event description:
A 24 mm diametr x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that the iliac stent graft was not deployed deep enough in the pt's artery and had come out of the vessel into the aneurysm resulting in a distal type I endoleak. The physician states that the pt's distal right common iliac artery dilated and a type I endoleak had developed from the attachment zone. In 2004 a 15 mm x 5.5 cm iliac extension cuff was implanted distally to extend the iliac limb down to the level of the ostium of the internal iliac. Upon completion, there was still some flow into the internal iliac; however, there was no evidence of endoleak. A balloon was inflated to fully appose the stent graft to the vessel wall. Completion angiogram showed no endoleak. No clinical sequelae were reported, and the pt is reported to be fine.